Event description:
The device stopped working during the procedure, it was rotating, however, it was not aspirating. The device seemed to lose vacuum and no alarm went off. Additionally, no kinks were found. This was a thrombectomy of the subclavian vein. The physician finished the procedure using an angio-jet.